Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/21/2025, it was reported by a distributor via (B)(4) that an ar-9821 apollorf xl90 radio frequency tip detaches. This occurred during a hip arthroscopy procedure on (B)(6) 2025 that was completed with another product.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.